Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing and cardioversion from the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response. The device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.